Event description:
Procedure type: prostatectomy. According to the reporter: the pt was reported to be rather large and the surgeon had to use extra long trocars to access the operative site and was unsure which structure was being retracted at the time. However, the endo retract instrument was articulated and believed the fan to be partially opened. The instrument became stuck within the pt and the surgeon had difficulty in removing the instrument. The instrument had locked in position with the fan opened. It is believed that a small portion of black plastic from the instrument has broken off (potentially within the pt). The plastic section has not been recovered.

Manufacturer narrative:
(B)(4).